Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07856. It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the left femoral vein. Following stent deployment of two wallstents, an 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilation. However, during inflation at 2 atmospheres, the balloon ruptured. The balloon was attempted to be removed but it would not come out through the sheath. The proximal end of the catheter was cut and a larger size 12f sheath was advanced over the catheter but still the balloon could not be removed. The 12f sheath was removed and the balloon was attempted to be removed directly out of the vein but the balloon would not come out. Eventually, the catheter was pulled out but the balloon came off the catheter in the patient. Snaring was attempted to get the balloon but failed. A 20x55/10fr uni plus 75cm wallstent endoprosthesis was selected for use. However, outside patient, the distal tip was not on the wallstent delivery system. Another 18x60x75 wallstent was advanced and deployed over the balloon to trap in the lesion. No patient complications were reported and the patient's status was fine.